Manufacturer narrative:
The device was not returned for analysis.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Customer reports that on the second inflation of a powerflex extreme pta dilatation catheter (8 x 40 mm) to 18 atm, the balloon ruptured in the cephalic vein. Of note, this is the fourth or fifth rupture in recent weeks concerning the same lot; product code is 415-8040s and the lot # is 17521813. Subsequent to the rupture, the customer used an 8 x 40 mm bard conquest pta dilatation catheter to successfully complete the procedure. The customer is requesting replacement.

Manufacturer narrative:
On the second inflation of a powerflex extreme pta dilatation catheter (8 x 40 mm) to 18 atm, the balloon ruptured in the cephalic vein. Subsequent to the rupture, the customer used an 8 x 40 mm non-cordis pta dilatation catheter to successfully complete the procedure. The lesion and vessel characteristics are unknown.  There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product the product into the patient.  The device prepped normally.    The contrast used was at a 50:50 contrast to saline ratio.  The same indeflator was used successfully with other devices.  There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter.  There was no difficulty advancing the balloon catheter through the vessel.  There was no difficulty crossing the lesion and the catheter was never in an acute bend.  The balloon inflated normally.  The balloon catheter did not kink while being used.  The balloon catheter removed easily from the vessel and from the other devices. The product was not returned for analysis. A device history record (DHR) review of lot 17521813 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel and lesion characteristics are unknown. According to the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.